Event description:
Lab assistant was drawing blood on a patient and went to close the safety clasp and noticed it was not straight and would not close over the needle. She disposed it in the sharps container. Another time the safety clasp broke off completely. The third time the safety clasp was aligned off to the side and she was unable to close it over the needle. The box of needles was removed from the drawing station and the rest of the lot# has also been removed from use. Waiting on replacement of a different lot#.